Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the ins had been overdischarged since 2013. The rep was unable to interrogate the ins or jumpstart it. The rep said the patient will be referred out to a neurosurgeon for total system replacement in order to be full body MRI compatible. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.